Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The sealant was swollen and protruding from the shuttle tube. The sealant grip tip was found adhering to the catheter. If the device was exposed to an elevated temperature, the sealant grip tip may adhere to the catheter. The catheter, shuttle cartridge and advancer tube were inspected for anomalies. No anomalies were observed. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. Based on the information received and the investigation performed, the resistance felt during the deployment might have been caused by the sealant adhering to the catheter, however, the root cause of the event could not be conclusively determined. The shuttle cartridge was inspected for any crack. No anomalies were observed. It should be noted that the mynxgrip device is manufactured with a slit at the end of the black shuttle cartridge, which is not a crack. The slit is designed to decrease unsheathing force and increase deployment reliability. If the sealant sleeve is displaced, the sealant will be exposed and the slit of the shuttle cartridge will become visible. The review of the lhr (lot f1527403) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported that the doctor shuttled the device down but the sealant did not deploy. The shuttle tube was split (the tube that houses the white tamp tube). The tamp tube did not stay when the procedural sheath was pulled. Manual compression was applied for 15 minutes. The patient was on bed rest for 4 hours post manual compression. Hospitalization was not prolonged as a result of the event. No additional information is available. Additional information: the user shuttled down completely. There was significant resistance when shuttling down. Unusual force was not applied when retracting the procedural sheath. The stopcock was opened on the procedural sheath prior to shuttling down. Excessive force was applied when shuttling down. There were no kinks in sheath or device after removal. Vessel location: coronary vessel size: greater than 7 mm sheath size: 6f stick location: medium.